Manufacturer narrative:
(B)(4). Received 1rk 454322/b250733b for evaluation. Received customer picture. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint could not be duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint: (B)(4). Samples have been requested from the customer but have not year been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer advised tubes are underfilling.